Manufacturer narrative:
(B)(4) - the liberty cycler was not returned to the plant for investigation or repair. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter.

Event description:
The peritoneal dialysis (pd) nurse reported that the peritoneal dialysis patient was diagnosed with peritonitis on (B)(6) 2017. The diagnosis of peritonitis was confirmed following a positive peritoneal dialysis fluid culture with the organism staphylococcus epidermis. The pd nurse stated that the peritonitis occurred due to the patient not following proper aseptic technique when performing peritoneal dialysis treatments. The patient was not hospitalized. The patient was treated with the antibiotics vancomycin and ceftazidime in the clinic. The pd nurse stated that the patient was re-trained on aseptic technique during peritoneal dialysis treatment. The pd nurse reported that the peritoneal dialysis fluid was re-cultured and there was no growth. The patient is recovering and continues with peritoneal dialysis therapy with no further issues.